Event description:
Caller alleged poor correlation with lab results. The following results were reported: date unknown 1.4 inratio, 2.0 lab; 03/07/06 1.5 inratio, 1.6 lab; 03/07/06 03/07/06 3.8 inratio, 2.8 lab; 03/07/06 4.8 inratio, 4.9 lab; 03/07/06 2.2 inratio, 2.4 lab respectively.